Event description:
It was reported that a nottingham ureteral dilator was used during a ureteroscopy with renal stone removal procedure performed some time in (B)(6) 2022 to treat a patient with renal stone. One (1) day post-procedure, the patient had sepsis which was treated with midline intravenous (IV) antibiotics. The patient was discharged after four (4) days. Per physician's assessment, the event was serious, was possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of november 2, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022 and one (1) day post-procedure (pod1) sepsis. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2303 captures the reportable event of treatment with midline intravenous (IV) antibiotics. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.